Event description:
It was reported that the zimmer skin graft mesher had a damaged screen. Additional clinical follow up with the customer indicated that the reported issue was noted prior to use and there was no pt involvement.

Manufacturer narrative:
Beginning 05/31/2012, u.s. And canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer ski graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/30/1997 and was last repaired on 03/10/2011 for a non-related issue. Evaluation of the device verified the comb to be damaged. The right end of the roller was slightly gnarled and gear teeth were slightly galled. The left bushing was lso noticed to be exposed. Additionally, a set screw was exposed on the inside of the ratchet gear, the latching pins were too loose and would not lock, and the side plates were damaged. Prior to repair, a test mesh and calibration check could not be performed due to the damage comb. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft meshier should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.